Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml gablofen at 500.2mcg/day via an implantable infusion pump for intractable spasticity. It was reported that there was a motor stall seen at the initial interrogation, and the patient had recently had a MRI. The patient was seen by a new doctor on (B)(6) 2018. The clinician programmer was showing that the pump had been stopped for 1092 hours. There were service codes on the clinician programmer reading 232, 234, 235, 236. The codes were referencing motor stall, low reservoir, and empty reservoir. It was reported that the patient was asymptomatic. The pump alarmed at the appointment after it was interrogated. It was reported that the patient had a MRI back in (B)(6) 2018 and it was unknown if the pump was ever interrogated afterwards. Event logs were not accessed and the expected and actual volumes were not compared. No further complications were anticipated/reported.